Manufacturer narrative:
The customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator was alarming vent inop (inoperable) while on a patient. Furthermore, there was no patient harm reported with this event. The patient was moved to another ventilator.